Manufacturer narrative:
Reported issue: the attachment locking mechanism on the handpiece did not work properly. Product history review: device history records indicate 25 devices were manufactured under lot k087t and 23 including 4201015 were accepted into final stock on 9/7/16 a review of qt16-07-0024 revealed that the issue is not related to the failure alleged in this compliant. Complaint history review: a review of complaints related to p/n 209063, s/n 4201015 in prodex lot k087t shows 0 additional complaint(s) related to the failure in this investigation. Visual inspection: visual inspection revealed no physical damage. Dimensional inspection: dimensional inspection was not completed. The reported problem was a functional issue. Material analysis: material analysis was not completed because the failure was functional. Functional inspection: functional inspection revealed no physical damage and the product functioned as intended. Conclusion: failure was not duplicated. The handpiece was tested in the handpiece test (qip0243) and passed. The motor spun as expected during the test. The cable was agitated during the test and the unit remained functional.

Event description:
During setup of the second case of the day rio verification would not pass. After standard troubleshooting we changed mics and were able to successfully complete rio registration and verification. The locking mechanism on mics seems to not lock properly creating the error. Tka case delayed 15-20 minutes. Update: patient was in the room but my main concern was troubleshooting error so I¿m not aware if patient was under anesthesia or had a spinal but incision was made. Procedure was completed with robot". Tracking information to follow.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During setup of the second case of the day rio verification would not pass. After standard troubleshooting we changed mics and were able to successfully complete rio registration and verification. The locking mechanism on mics seems to not lock properly creating the error. Tka case delayed 15-20 minutes. Update: patient was in the room but my main concern was troubleshooting error so I¿m not aware if patient was under anesthesia or had a spinal but incision was made. Procedure was completed with robot". Tracking information to follow.